Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, the stent shaft was fractured while the stent was being placed over the guidewire. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, the stent shaft was fractured while the stent was being placed over the guidewire. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 has been selected address the reportable event of stent shaft break. Block h10: one polaris ultra ureteral stent was returned with the stent middle section, stent shaft, detached. The protective tube and the suture string were not returned in the stent. It is evident that the stent was manipulated. The failure found, stent shaft break, is an issue that could have been generated by the user or due to the manipulation of the device or due to the interaction with the suture string. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the preparation and the device had no influence on event. An investigation was completed to address this issue which identified the most probable root cause of the stent shaft beak as adverse event related to procedure. A DHR (device history record) review was performed and no anomalies were observed, the review confirmed that the device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.